Event description:
Caller indicated the relion prime meter was giving low results. Caller feels that he is getting inaccurately low results. Performed a test and received a 21 with inktel rep before transfer. If his sugar was that low he would be unconscious. He has had the meter for about 2 months and they feel that it was a little bit off at the beginning by about 10 points but now it's started to give very low results such as 20-21-24. I asked her to perform a comparison using a different blood sample and different lancet. They received a 229 with the prime and he did not just eat or anything to make it so high. Then did a test with a freestyle meter and got 252 with a 9% variance. He is washing his hands with soap and water. He isn't always changing lancets so they will from now on. He does not have difficulty getting a blood sample. They are storing strips in the bottle, in the carry case and replacing the cap immediately. They are keeping them in the bedroom locked in a box with other medications. The bottle is only a week old. He is only testing on his fingers. No change in meds, diet, or stress but there has been a little bit of a change in work this time of year but that's common and they are aware of its pattern. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.